Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement test. No prime fill anomaly noted. The insulin pump passed self-test, a21 test and all operating current measurement was normal. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that insulin continued to drip after motor stopped and act button was released during priming. Customer's blood glucose was 409 mg/dl. Alarm history did not show a compromised forced sensor alarm. Caller reported that drive support cap appeared normal. Caller was advised that insulin pump would need to be replaced.